Manufacturer narrative:
Company comment: the serious events of vascular occlusion, necrosis at implant site, and the non-serious events of discolouration, pain, and erythema at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause is the intravascular filler injection leading to vascular occlusion and its manifestations. The restylane-l was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until additional information received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-oct-2024 by a registered nurse concerning a 45-year-old female patient. The patient had no known medical history or allergies. The patient had previously received treatment with botox and dysport for cosmetic indication. She undergone unspecified dental procedure within the last 6 to 12 months. On (B)(6) 2024, the patient received treatment with 1 ml of restylane-l, 0.25 ml to each side of temples and tear trough area (unknown lot number, injection technique and needle type). The restylane-l treatment was performed with 0.3 percent of lidocaine [lidocaine]. The restylane-l was injected to temples and tear trough (off label use of device). Twelve to fifteen hours after injection, in (B)(6) 2024, the patient experienced vascular occlusion (vascular occlusion) in left tear trough area. The patient also experienced redness (implant site erythema), soreness (implant site pain) and discoloration (implant site discolouration). The patient had received four times hyperbaric chamber treatment along with nitroglycerin [nitroglycerin], hylenex [vorhyaluronidase alfa], unspecified antibiotic and aspirin [acetylsalicylic acid]. The hcp advised her not to wear makeup and to avoid sun, but patient was noncompliant to this advice. The hcp reported that the skin under the left eye was turning necrotic (implant site necrosis) prior to hyperbaric chamber treatment. As of (B)(6) 2024, the area under left eye was almost a lot of red with healthy tissue and was healing. Outcome at the time of the report: redness was recovering/resolving. Soreness was recovering/resolving. Vascular occlusion was recovering/resolving. Discoloration was recovering/resolving. Necrotic was recovering/resolving. Restylane-l was injected to temples and tear trough was recovered/resolved. Tracking list: v.0 initial, v.1 fu received on 03-oct-2024 from the same reporter. The case upgraded to serious. Events (implant site necrosis, discoloration and off label use of device) were added. Patient demographics, past treatments, suspect device volume, location, event onset date, location, outcome and corrective treatment details were updated.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 01-oct-2024 by a registered nurse concerning a 45-year-old female patient. The patient had no known medical history or allergies. She had previously received botox and dysport treatments for cosmetic purposes and had undergone an unspecified dental procedure within the last 6 to 12 months. On (B)(6) 2024, the patient received treatment with 1 ml of restylane-l, 0.25 ml into each side of the temples and tear trough area (unknown lot number, injection technique and needle type). Restylane-l was injected to temples and tear trough (off label use of device). Twelve to fifteen hours after the injection, on (B)(6) 2024, the patient experienced vascular occlusion (vascular occlusion) in the left tear trough area. The patient also experienced redness (implant site erythema), soreness/pain (implant site pain) and discoloration (implant site discolouration). The patient received four hyperbaric chamber treatments along with nitroglycerin [nitroglycerin], hylenex [vorhyaluronidase alfa], an unspecified antibiotic, and aspirin [acetylsalicylic acid]. The hcp advised her not to wear makeup and to avoid sun exposure, but patient did not comply. The hcp reported that the skin under the left eye was turning necrotic (implant site necrosis) before the hyperbaric chamber treatment. As of on (B)(6) 2024, the area under the left eye was mostly red with healthy tissue and was healing. On 18-oct-2024, additional information was received from the reporting nurse. As of last week, the patient still had some discoloration in her tear trough, part of her nose, and the glabella region. The discoloration appeared more pronounced due to her light skin. The patient did not follow the prescribed protocol. She applied nitro paste over her face for vesicles (implant site vesicles) and later used unspecified steroids against the advice of the reporting hcp. The patient delayed treatment because she went to urgent care and the ER, where she was refused treatment. She then consulted a dermatologist who treated her with hylenex, which did not dissolve the blockage. The following day, she visited another ER and was referred to a plastic surgeon, who informed her that it was too late to dissolve. Subsequently, the patient returned to the reporting hcp, still in severe pain. The hcp treated her, resulting in immediate improvement. The patient underwent 4 to 5 hyperbaric chamber sessions and celluma light treatments. The occlusion was resolved. Outcome at the time of the report: redness was recovering/resolving. Soreness/pain was recovering/resolving. Vascular occlusion was recovered/resolved. Discoloration was recovering/resolving. Necrotic was recovering/resolving. Vesicles was recovering/resolving. Restylane-l was injected to temples and tear trough was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 03-oct-2024, from the same reporter. The case upgraded to serious. Events (implant site necrosis, discoloration, and off label use of device) were added. Patient demographics, past treatments, suspect device volume, location, event onset date, location, outcome and corrective treatment details were updated. V.2 fu received on 18-oct-2024, from the same reporter. Event (implant site vesicles) added. Outcome of events and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious events of vascular occlusion, necrosis at implant site, and the non-serious events of discolouration, pain, vesicles and erythema at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause is the intravascular filler injection leading to vascular occlusion and its manifestations. The restylane-l was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until additional information received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-oct-2024 by a registered nurse concerning a 45-year-old female patient. The patient had no known medical history or allergies. She had previously received botox and dysport treatments for cosmetic purposes and had undergone an unspecified dental procedure within the last 6 to 12 months. On (B)(6) 2024, the patient received treatment with 1 ml of restylane-l (lot 21678), 0.25 ml into each side of the temples and less than 0.2 ml into tear trough area using two different injection points with needle that comes with the product into the periosteum with unknown injection technique. The restylane-l was injected to temples and tear trough (off label use of device). Twelve to fifteen hours after the injection, in (B)(6) 2024, the patient experienced vascular occlusion (vascular occlusion) in the left tear trough area. The patient also experienced redness (implant site erythema), soreness/pain (implant site pain) and discoloration (implant site discolouration). The patient received four hyperbaric chamber treatments along with nitroglycerin [nitroglycerin], hylenex [vorhyaluronidase alfa], an unspecified antibiotic, and aspirin [acetylsalicylic acid]. The hcp advised her not to wear makeup and to avoid sun exposure, but patient did not comply. The hcp reported that the skin under the left eye was turning necrotic (implant site necrosis) before the hyperbaric chamber treatment. As of 03-oct-2024, the area under the left eye was mostly red with healthy tissue and was healing. On 18-oct-2024, additional information was received from the reporting nurse. As of last week, the patient still had some discoloration in her tear trough, part of her nose, and the glabella region. The discoloration appeared more pronounced due to her light skin. The patient did not follow the prescribed protocol. She applied nitro paste over her face for vesicles (implant site vesicles) and later used unspecified steroids against the advice of the reporting hcp. The patient delayed treatment because she went to urgent care and the ER, where she was refused treatment. She then consulted a dermatologist who treated her with hylenex, which did not dissolve the blockage. The following day, she visited another ER and was referred to a plastic surgeon, who informed her that it was too late to dissolve. Subsequently, the patient returned to the reporting hcp, still in severe pain. The hcp treated her, resulting in immediate improvement. The patient underwent 4 to 5 hyperbaric chamber sessions and celluma light treatments. The occlusion was resolved. Outcome at the time of the report: redness was recovering/resolving. Soreness/pain was recovering/resolving. Vascular occlusion was recovered/resolved. Discoloration was recovering/resolving. Necrotic was recovering/resolving. Vesicles was recovering/resolving. Restylane-l was injected to temples and tear trough was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 03-oct- 2024 from the same reporter. The case upgraded to serious. Events (implant site necrosis, discoloration, and off label use of device) were added. Patient demographics, past treatments, suspect device volume, location, event onset date, location, outcome and corrective treatment details were updated. V.2 fu received on 18-oct-2024 from the same reporter. Event (implant site vesicles) added. Outcome of events and corrective treatment details were updated. V.3 fu received on 14-nov-2024 from the same reporter. Suspect product lot number and needle type were updated.

Manufacturer narrative:
Company comment: the serious events of vascular occlusion, necrosis at implant site, and the non-serious events of discolouration, pain, vesicles and erythema at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause is the intravascular filler injection leading to vascular occlusion and its manifestations. The restylane-l was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until additional information received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.